Event description:
Customer reported an abo discrepancy with a patient sample on the galileo. Customer ran a forward aborh assay using patient sample segments. The instrument reported the patient as o, rh negative. A second sample was retested manually and on the galileo and the instrument reported the patient as b, rh negative. A third sample segment, tested on the galileo confirmed the sample was b, rh negative.

Manufacturer narrative:
Images were retrieved from the customer's galileo and examination of the images showed a large fibrin clot in test well b11. The cells in the mixing well were also very dispersed across the well indicating that the sample may have been hemolyzed. Customer was instructed to use non-hemolyzed samples and a reverse test to confirm forward typings. The operator manual states "samples containing clots cannot be tested on the galileo." The operator manual states: "forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab, or an rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history."